Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
This is a complaint about leakage from (B)(4). According to the customer report leakage was observed from the blue part of c100 (spike puncture part of infusion line) after puncturing and dispensing infusion bag in the pharmacy department.

Event description:
Additional information: can we clarify the location of the leak, is it where the tubing connects to the adapter? Or between the spike of the adapter and IV bag? Based on the reported information, the leakage was from blue part where spike of infusion set would be inserted into. It is indicated by red arrow. Please refer the attached image in this task. Was there any exposure to the medication or user harm? No impact reported due to medication leakage.

Manufacturer narrative:
One infusion adapter, one infusion set, and one infusion bag was returned to our quality team for investigation. Upon visual inspection, no damage or defects were observed in the spike or spike port and the infusion adapter was properly connected to the rubber stopper of the infusion bag. Further evaluation was performed, the infusion adapter was connected to the infusion bag leakage was observed through the spike port (blue part on adapter). The bd phaseal infusion adapter has a seal inside it which is punctured when it is spiked. It should not be unspiked or else fluid can leak out of the puncture hole. A device history review was performed for lot 2212211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, no defects were observed. Leakage testing was performed and in all cases the product functioned as intended and no leakages occurred. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time.